Event description:
Boston scientific received information that this right ventricular (rv) lead displayed intermittent capture but no asystole lasting longer than two seconds following the implant procedure. The following day, the lead was repositioned for dislodgement. The lead was successfully repositioned with no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.